Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked and the liquid was found in the transparent plastic housing. The issue was noticed during filling. The device was filled with 240ml fluorouracil and 40ml normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 4-5, 2025. H11: the device was received for evaluation without containing any fluid in the bladder. A functional leak test was performed, and evidence of leak (backflow) was observed at the fill port. A glass fragment was stuck under the checkband. The reported condition was verified. The cause of the issue was user related. The product label (IFU, instructions for use) indicates the use of a filter during filling is recommended. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.